Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this device was unsuccessfully interrogated following several troubleshooting attempts. A device change out procedure was scheduled. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, communication with the device could not be established and no tones were present with magnet application. Examination of the device flex hybrid noted that there was some damage induced when a cap stack was cut off. The device was found to have high current on the supply circuit, which was isolated, but due to induced damage during analysis, was unable to be pinpointed. This caused a high current drain that resulted in premature battery depletion which resulted in the no interrogation condition seen. No further analysis could be performed.